Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine maintenance, it was observed that the battery oscillator device still oscillated when the trigger was released. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. The device was evaluated, and the reported condition was confirmed. A visual and functional assessment was performed on the device which determined that the unit failed pre-test for check trigger and electronic control unit (ecu) function-oscillation continued after the trigger was release (failed pretest for functional test). During repair, it was determined that the ecu shorted internally, there was an unknown liquid in the slide sleeve, the oscillator head base was cracked, the thrust disk was worn, and the ball bearings were corroded. It was determined that the issues were consistent with improper cleaning and normal wear. The assignable root causes were determined to be due to normal wear out from use and improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.